Event description:
It was reported that the bd luer-lok¿ tip syringe experienced scale marking issues. The following information was provided by the initial reporter: description of event (give specific and objective details of event): line printing on the syringe is off- found when opening packaging.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: it was reported the line printing on the syringe is off. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale printing is skewed. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 3004074. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced scale marking issues. The following information was provided by the initial reporter: description of event (give specific and objective details of event): line printing on the syringe is off- found when opening packaging.